Event description:
Baxter (B)(4) was notified of a complaint from a customer reporting that their transfer set was loose at the barbed fitting. The nurse noticed that the tubing felt loose on the fitting while she was attaching it to the titanium adapter. It was removed without an incident. The problem was noted during use on the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). Results of batch review: batch review was acceptable with no product non-conformances associated with this lot. All inspections and testing were acceptable.